Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Customer returned pump for an alleged cosmetic damage located at the side of the pump found on nov 06, 2023. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self-test due to blank display. Unable to download history files and traces using thump due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and lcd assembly.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, scratched case, cracked case, cracked case (battery tube), battery tube threads - cracked and label damage (stained). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump turned off in the middle of the night and the pump was damaged. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed but the issue was not resolved. No harm requiring medical intervention was reported. The product return was requested for mmt-1884 and the product was returned for analysis.